Event description:
On (B)(6) 2012, the patient contacted animas alleging that the pump started to reboot itself after it fell and hit the ground. The patient claimed there was no damage to the pump's casing. The pump reportedly was vibrating and alarming every few minutes; however, there was no display message or alerts associated with the alarming sound. The patient reviewed the alarm history and also checked the sound settings and confirmed that the alarms are set to vibrate. The reported issue was not resolved with troubleshooting. There was no reported adverse event associated with this complaint. However, this complaint is being reported because the alleged power issue was not resolved with troubleshooting. A replacement pump was sent to the patient.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: power on resets were observed in the black box on the date of the event. There were no alarms related to the complaint in the alarm history. The pump was exercised for 24 hours with returned battery cap and no power interruptions were duplicated. The battery cap was returned with the pump and there was no damage to the battery cap or battery compartment. The returned battery was able to completely tighten to the pump with no yellow o-ring showing. A battery cap functional test was performed and there were no battery cap defects found. The battery cap height and width were found to be within specifications. To further investigate the pump cover was removed and there was no evidence of moisture in the pump. The power complaint was verified in history but could not be duplicated during investigation. Unrelated to the complaint, evaluation revealed a scratched display screen and worn keypad symbols, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.